Event description:
Patient had initial procedure on (B)(6) 2009 with implant of a 28-16-140bl bifurcated device and 28-28-75l proximal extension. Information suggests this was an off-label case due to ~90° neck angle. The patient returned to the hospital with claudication. On (B)(6) 2010, report received that the proximal extension separated from main body and was partially thrombosed with flow being directed by thrombus. On (B)(6) 2010 the physician accessed from the left brachial, snared the wire from right femoral and was able to straighten the proximal extension. A 28-28-75l proximal extension and an aortic stent were implanted between first extension and bifurcated device.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [Use of device with aortic neck angulation greater than 60 degrees is off-label.